Manufacturer narrative:
At this time, the lead remains in service. Should additional information become available, this report would be updated.

Manufacturer narrative:
Additional information was received indicating the lead was surgically abandoned during the generator replacement procedure.

Event description:
Boston scientific received information that the lead safety switch tripped on this right ventricular lead due to out of range impedances greater than 2,500 ohms. Isometrics were performed which recreated the issue. The arrhythmia logbook shows some episodes that appear to be noise. The sales representative was going to discuss this further with the physician regarding a lead revision. No adverse patient effects were observed as this patient is not pacemaker dependent.